Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Donner nephrectomy- "the first 4 clips that dr. (B)(6) deployed were o.k. But the ones that had try to deploy after that didn't close properly and some of them had the scissoring phenomenon." Type of intervention- "the vascular was bleeding, the dr. Used another clip applier." Patient status- "ok."

Manufacturer narrative:
Additional information was requested by the customer and provided. Investigation summary: the event unit was returned for investigation. During functional testing, engineering managed to confirm the complainant's experience of clips scissoring. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. The root cause of the event is misaligned jaws and a non-confirming component. Applied medical will continue to monitor its vigilance system and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received from the customer on march 8, 2016 via e-mail: the bleeding not caused by applied clip applier.